Event description:
It was reported that during a thoracentesis procedure, an excessive amount of air bubbles were present within the rover waste canister fluids. Backup equipment was used to complete the procedure, causing a 30 minute delay. No additional anesthesia or other medical intervention was required for the pt. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Air bubbles are a common result of a thoracentesis procedure.